Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 and d10 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D1, d2, d4 and h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the affected side involved was the left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information provided, "the inlay was totally worn, therefore the femur implant was directly in contact with the tibia implant, and the post femur condyle of the implant broke. It was implanted in 1999." The 117906000 lcs fem 70mm std+ lt was returned to depuy synthes for evaluation. Visual analysis confirmed the lcs femoral component was fractured through the medial condyle within the radius between the distal flat and the posterior 45 degree chamfer. The device was forwarded to warsaw for a material evaluation. The fracture surfaces were examined with stereomicroscopy and revealed evidence of the femoral component being cyclically loaded beyond the material limit, resulting in multiple fatigue crack initiations and propagation. The presence of multiple initiations within the primary initiation region as well as more initiations along the width of the condyle suggests that a stress riser did not contribute to the overall fracture of the component, as multiple fatigue cracks initiated and propagated independently. The majority of the fracture surface exhibited fatigue characteristics and the presence of ¿stair step¿ stage I fatigue indicates low stress high cycle fatigue, as higher stresses would lead to a larger overload region. No material or manufacturing defects were observed in the lcs femoral component that could have contributed to fracture initiation and/or propagation to failure. All evidence suggests the component exhibited high strength and good ductility. A lot number could not be identified on the device, however, considering that the femoral component was implanted in 1999, it would have been implanted for more than 20 years. Dimensional analysis was not performed due to no evidence suspecting an error in the manufacturing or design that would be a contributing factor in the reported event. The overall complaint was confirmed as the observed condition of the femoral component is consistent with the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a lot number could not be identified on the device, however, considering that the femoral component was implanted in 1999, it would have been implanted for more than 20 years.

Event description:
The inlay was totally worn, therefore the femur implant was directly in contact with the tibia implant, and the post femur condyle of the implant broke. It was implanted in 1999.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.